Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced blood glucose fluctuations with a low of 66 mg/dl and a high of 340 mg/dl while using the ilet and treating the low with oral glucose, after announcing multiple meals and corrections and announcing a usual lunch while glucose was still trending down. Symptoms included hypoglycemia with associated low glucose readings. Outcomes included user self-treatment with oral carbohydrates and subsequent recovery, with continued monitoring advised. Investigation included customer care review of device use, report review, and user education regarding appropriate meal announcing and low glucose management. Investigation of this case revealed that the low was attributable to a combination of more than usual announcements and automated corrections in proximity to an additional meal announcement during a downward glucose trend. It was concluded that user behavior contributed to the event and that additional education on proper meal announcing and low treatment was provided to mitigate recurrence.